Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with high blood glucose levels. The customer's blood glucose level was reported to be 400mg/dl. It was reported that the pump did not alarm for no delivery. It was reported that the customer had bent cannula. Troubleshoot was conducted. It was reported that the pump passed testing. It was reported that the customer was advised of proper insertion sites, and to call back if issues persist.